Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: - when did the needle breakage happen (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - did the needle tip fall into the patient? If yes, was the needle tip retrieved during the same procedure? Were x-rays taken to locate the needle piece? What measures were taken to retrieve the needle tip? Was there any additional tissue damage as a result of searching for the needle tip? If not retrieved, in what tissue structure the needle piece were retained? Is there any plan in place to remove the needle piece in the future? Please provide details - when did the needle pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - were there patient consequences? If yes, please explain. --contacted with the sales rep today via phone, please refer to the additional event information mentioned on note ((B)(6)), other information requested is unknown. After investigation, the patient underwent gynecological surgery on (B)(6) 2025 (the specific patient's diagnosis and surgical name were unknown). The surgeon used the suture (vcp1359h) for suturing the uterine muscle layer during the surgery (the specific suturing method was unknown). The problem of pulling off suture needle happened during the suturing. The surgeon immediately replaced it with a new suture of the same lot to continue the suturing. The needle tip broke during the suturing (the specific length of the broken end of the needle was unknown). The surgeon immediately visually searched for the broken needle but was unsuccessful (whether imaging examination was performed was unknown), and then replaced a new suture (with specific product information unknown) to continue the suturing. The subsequent surgery went smoothly. The event resulted in an extension of the surgery time (specific extension time unknown), and the broken needle tip was finally not found. The patient was in a stable condition currently, and no subsequent adverse event report was received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Needle tip broke and needle pull off issue. It's reported that one needle occurred pull off issue and one needle tip broke. It took some time to look for broken needle tip with naked eyes, however it finally was not found yet. The broken needle will be returned for analysis. There were no patient consequences reported. Additional information was requested.